Event description:
It was reported that high impedance triggered a lead integrity alert. A fracture was suspected. During the revision procedure, noise was initially noted and the physician was able to tighten the setscrew. The lead was disconnected, tested with the analyzer, and was determined to be fine. The physician felt that the lead had not been fully inserted nor tightened during the initial implant. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).